Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape secur.

Event description:
It was reported that the patient underwent a pelvic floor repair procedure and a sling procedure in 2008. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided at the time.

Manufacturer narrative:
(B)(4). The pt underwent mesh implantation in order to treat stress urinary incontinence cystocele, rectocele and enterocele. It was reported that following insertion the pt experienced vaginal pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, unable to walk and vaginal protrusion. It was reported that pt underwent mesh revisions on (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, and (B)(6) 2011 due to mesh erosion. No add'l info was provided.

Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: prolift pelvic floor repair product code: pfrt01, batch (B)(4), mfg date: "1010112007", exp date: 09/30/2010. Tension free vaginal tape secur, product code: tvts1, batch (B)(4), mfg date: 09/05/2007, exp date: 08/31/2009. In addition, a review of the batch manufacturing records for the tension free vaginal tape secur possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that pt underwent mesh removal on (B)(6) 2012 due to vaginal pain, vaginal vault prolapse, and mesh exposure. (B)(4).

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via (B)(4). This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
Date sent to FDA: 09/14/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the pt underwent a resection of eroded vaginal mesh on (B)(6) 2008. No additional information was provided.